Event description:
It was reported that corrosion was detected during arthroscopic surgery. Meniseectomy. No patient injury was reported. No back up available.

Manufacturer narrative:
Due to no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that corrosion was detected during arthroscopic meniscectomy. No backup device was readily available. Despite several attempts to get further information regarding completion of the device or surgical delay, no response was received. No patient injury was reported.